Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 200 s/c had foreign matter inside of it. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no.: 309659 lot # 6277960. It was reported that a syringe looks like it has liquid in it. This record captures the three incidents, two at an unknown date and one on (B)(6) 2020. Caller stated she has a syringe that looks like it has a liquid in it. This is the third occurrence. The first time was back in (B)(6) but she does not know the exact date. Then it happened again but she doesn't remember the date or month. The third occurrence was yesterday (B)(6) 2019. One sample is available and she will need a canister. Replacements are also being requested.